Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The surgeon reported that the pt had twisted her leg and the plate broke. The pt was revised.